Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted the part of the handle was separated at the weld. Functionally, the handle could be actuated. The remaining sixteen tacks deployed, but did not seat properly in the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may be caused by improper cleaning prior to use indicated by the separation at the weld of the handle. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hernia procedure, while tacking the mesh, the surgeon felt that the end of tacker was getting caught in the mesh prior to firing. A new device was used to complete the case. No patient injury.